Event description:
It was reported that the customer was in the hospital due diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller stated that the customer was vomiting and had a virus. Troubleshooting was performed. The time was off by ten minutes. Assisted the nurse with programming the time. Reviewed the alarm history and found low battery and button error alarm. The bolus history revealed that her last bolus was the day before the event. The nurse stated that the drive support cap appears normal. Instructed the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.